Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380. E1: patient city: (B)(6). Patient country: colombia.

Event description:
The patient was hospitalized on (B)(6) 2026 due to a blood glucose level of 400 mg dl the insertion site was the abdomen and the patient was treated with a manual injection. The length of hospitalization was less than twenty-four hours.